Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loss of fluid column during prep. It was reported that on (B)(6) 2022, during preparation of a g4 steerable guide catheter (sgc), a loss of fluid column was detected during testing of the guide hemostasis valve. Preparation was performed per instructions for use (IFU) and troubleshooting such as flushing and de-airing the sgc was performed; however, despite troubleshooting, a loss of fluid column was observed again. There was no patient involvement. The procedure was completed with a replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported steerable guide catheter (sgc) leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and a cause for the reported leak could not be determined. It is possible that the user technique during device preparation contributed to the issue, as the sgc successfully held the fluid during returned device analysis. However, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.